Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of communications error. The fse determined the cause of the problem to be the single board computer (sbc). Fse replaced the sbc to resolve the issue. The fse verified system functionality. The sbc (single-board computer) that runs the operating system. The sbc provides overall system control and optional surgical navigation interface, operating system for video processing and control, and for image management. The single board computer provides primary control for the entire imaging system. It interfaces with every major assembly in the workstation, and communicates with intelligent devise in the generator and through the arc net controller on the system interface pcb. The sbc would cause a communications error. Based on age of the system, manufactured in 2005, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot, displayed an error and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.